Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals reproducible when pushing on the pocket of the pacemaker. It was noted that at the time of manipulation of the pocket, the pacing impedance measurements dropped from 740 ohms to 520 ohms. Technical services (ts) suspects a lead insulation issue. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.